Manufacturer narrative:
Internal reference number: (B)(4). H10: smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported that, after a tka surgery, the patient experienced a breakage of the journ art ins bcs std 7-8 lt 9 post. This adverse event was solved by a revision surgery on (B)(6) 2024. Current health status of patient is unknown.

Manufacturer narrative:
The device was not returned for evaluation. However, the photographs were reviewed, and revealed that the post of the insert broke off. The part of the post that got separated is not shown in the image. The clinical/medical investigation concluded that, per complaint details, a revision was performed due to the insert post breakage after an unknown length of time in-vivo. It was communicated that the requested information/medical documentation is unknown; therefore, no definitive contributing clinical factors were identified. The photos of an explanted insert appear to show a broken post with discoloration at the articulation surface; however, do not provide insight into the post breakage. The current patient health status is unknown. The patient impact beyond the reported post-fracture with subsequent revision cannot be determined based on the limited information provided. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that break of implant has been identified in warnings and precautions section as a result of strenuous activity or trauma. A review of the risk management file revealed this failure mode was previously identified. A review of previous actions concluded that there is a higher than expected risk of revision surgery for the first generation of journey bcs systems. It was recommended to undertake a field safety corrective action to inform surgeons of the higher expected risk of revision, and ensure clear communication that the device should only be used for polyethylene exchange revision of journey bcs total knee constructs where the femoral component and tibial baseplate are well fixed. According with inspection procedure, the final inspection includes the verification of part configuration per print. Also, per material specification, the quality and manufacture of polyethylene as rod and plate shall be controlled. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include postoperative care, patient anatomy, abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.